Manufacturer narrative:
(B)(6). Patient weight was not provided for reporting. (B)(4) lot# unknown. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent a surgery for a second and fourth left midshaft metacarpal fracture. During the second metacarpal procedure, the drill bit broke off in the patient¿s bone, which was confirmed by x-ray. There was a fifteen (15) minute surgical delay as the surgeon removed the plate and attempted to remove the drill bit with a screw removal set. The surgeon was unable to remove the drill bit and the drill bit remained in the patient. The fracture worsened when the plate was removed; the surgeon implanted two additional screws before implanting the same plate with four cortex screws and one locking screw. Another drill bit was used to successfully complete the surgery. The patient outcome was reported as unknown. Concomitant devices reported: 2.0 mm variable angle locking phalangeal base plate, 2 holes head, 6 holes shaft (part # 02.130.354, quantity 1). Cortex screw (quantity 4). Locking screw (quantity 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).